Manufacturer narrative:
Information was received via published literature.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 2 patients experienced thromboembolic complications after conventional implantation.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. The article states that all surgeries were performed by two surgeons; however, it cannot be determined which surgeon performed this specific case. The journal article methods indicate all patients used cemented nexgen lps-flex components. A definitive root cause cannot be determined with the information provided.